Manufacturer narrative:
Block e1: (initial reporter facility name): (B)(6) hospital. Block e1: (initial reporter address 1): (B)(6). Block h6 (device codes): problem code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic selective variceal devascularization performed on (B)(6) 2026. It was reported that during the procedure, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There was no difficulty setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.